Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 500 mg/dl. The customer tried to correct with pump. The customer stated that the device was exposed to insulin. The customer doesn't known how the fluid got into the device. The customer reported fluid in the reservoir compartment. The customer was advised to remove the reservoir and dry the reservoir compartment. The customer call was disconnected during the troubleshooting.